Manufacturer narrative:
Concomitant medical product: dtbb1d1, implanted: (B)(6) 2014. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had symptoms of dizziness. The right ventricular (rv) lead had high sudden spike impedance in the pace/sense portion of the lead. The pace/sense portion of the lead was suspect of a fracture. The pace/sense portion of the lead was capped, leaving the high voltage coils in use. A new pace/sense lead was implanted. No further patient complications have been reported as a result of this event.